Manufacturer narrative:
A philips field service engineer (fse) contacted the customer to perform an investigation of the reported issue. The customer admitted to the fse that they had actually silenced the alarm. With the available information, we will not consider this report as a malfunction. No parts were ordered and no repair was warranted. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that the clinical user stated the monitor did not trigger a desat spo2 alarm on (B)(6) 2019 at 00:59 for bed (B)(6); no red alarm (visual or audible). There was no patient impact, however, there was a delay in patient care. The biomed stated the clinical audit showed that the initial alarm was silenced, however, the patient continued to desat (spo2 dropped to 77%), but the clinical audit did not reflect any other desat alarm events until (B)(6) 2019 at 01:16. There was a delay in patient care.